Event description:
On 27 march 2026, insulet became aware of information received from a french service provider reporting that, during the same period in march 2026, four patients allegedly experienced severe allergic reactions at the pod wear site, which were reportedly related to the adhesive used on pods. According to the service provider, none of the patients had previously experienced similar reactions, and the pods used by all four patients were reportedly from the same batch. The service provider forwarded this information to insulet, and one of the four patients directly contacted insulet customer support. No additional clinical details were provided for the remaining three patients. These events were documented under insulet reference numbers (B)(4), with each reference number corresponding to one of the four patients described. However, no patient-specific identifiers or distinguishing clinical details were available to differentiate the individual patients beyond their association with the same service-provider report and pod batch. For all four cases, medical assistance was not reported as required. Upon pod removal, the wear site reportedly appeared different and was described as exhibiting a severe allergic reaction. No additional outcomes or follow-up information were reported at the time of documentation. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the allergic skin reaction. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.